Manufacturer narrative:
According to the customer, on (B)(6) 2024 after inserting the catheter, the balloon would not inflate despite 3 attempts to fill the balloon. The customer reported when attempting to fill the balloon the fluid would leak. The customer reported they utilized the "sterile water as provided in catheter kit" to fill the balloon without success. The customer reported an additional catheter was required for placement. The customer did not report any serious injury, follow-up care, or medication intervention related to the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2024 after inserting the catheter, the balloon would not inflate despite 3 attempts to fill the balloon.